Event description:
I had the essure implant on (B)(6) 2014. Since then I have had severe pelvic pain daily, sweats, weight gain, hair loss, headaches, loss of sex drive, numbing pain down the back of my legs and painful intercourse.